Manufacturer narrative:
Correction: initial reporter information were inadvertently populated in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: breakage or short of charged couple device (ccd) cable due to excessive bending stress on universal cord or video cable failure of the ccd or internal board of the video connector due to the following handling: the video connector was plugged or unplugged while the system was powered on. The power was turned on when dust, dirt, moisture, etc. Adhered to the video connector contacts. Failure of the ccd or video connector internal board due to water entering the device from the leak point. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the endoeye flex 3d deflectable videoscope exhibited whiteout on monitor. The event occurred during preparation for use, prior to a diagnostic procedure. It was reported that the procedure was completed using similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, universal cord corrugated, angulation in the up direction out of standards due to the worn angle-wire, video cable corrugated, image color unusual due to the broken video connector, gap on the bending section rubber adhesive, and waterproof failure due to bending section rubber pinhole. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.